Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ultra low anterior resection the anvil was not connecting with the actual gun. The trocar part of the device went straight through the staple line and was extremely difficult to penetrate due to being in a very tight part of the pelvis and the patient being obese. This led to difficulty in seeing the orange part of the trocar in order to attach to the anvil portion of the device. Therefore the stapler was unable to close properly. The action that was taken was that a new one was opened in order to check the function of the device and proceed with the closure of the anastomosis. There was a five minute delay and no adverse patient consequences.

Manufacturer narrative:
(B)(4).